Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s pocket. Subsequently, the pump case would fall, causing infusion sets to be pulled out. The customer's blood glucose was 275 mg/dl. Customer replaced infusion set and resumed insulin delivery.